Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self test for four tests performed on an unknown date. This MFR. Report addresses test two (2) of four (4). Additional testing was performed on an unknown date using unknown brand of antigen test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). B3: date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 224983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number (B)(4) / lot 224983, test base part number (B)(4). / lot 221917. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 224983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use, device discarded.